Manufacturer narrative:
A burnt plastic odor was reported from the centrifuge. No one was exposed or injured. No smoke or fires were observed. The unit inspection indicated that the power connector was worn at the pcb and pcb was damaged. The power harness was replaced. The fire department was not called.

Event description:
Customer reported burning smell but instrument working fine.